Event description:
An error message issue with the use of the abbott diabetes care (adc) device was reported. As a result of the device issue, the customer stated that they had ¿scanning concerns¿ resulting in the customer presenting to the emergency room (ER) and eventually, a hospital admission. No further information was reported other than the adc device being removed once admitted to the hospital. A follow-up vigilance report will be submitted upon receiving additional information regarding the medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.